Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculation from six and a half years to three and a half years in a span of thirteen months. Boston scientific technical services (ts) discussed that atrial fibrillation (af) burden has nearly doubled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculation from six and a half years to three and a half years in a span of thirteen months. Boston scientific technical services (ts) discussed that atrial fibrillation (af) burden has nearly doubled. This device remains in service. No adverse patient effects were reported. Additional information received indicates that technical services did not notice any premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.